Manufacturer narrative:
The reported event has been confirmed. The handpiece was returned with a loose mount. The handpiece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.

Event description:
The doctor was preparing to perform a lap hand-assisted nephrectomy. Gave an error 5 instrument error. Procedure was completed with another device with no patient consequence.